Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type catheter product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 1998 explanted: (B)(6) 2021 product type catheter h3: the 8578 catheter was returned and found to have damage in the cup of the connector. The 8703w catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8578. Lot# serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2021. Product type catheter product ID 8703w. Lot# serial# (B)(6). Implanted: (B)(6) 1998. Explanted: (B)(6) 2021. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they did not know the cause for the catheter not working. The physician thought the catheter either was no longer in the intrathecal space or had a tear in the catheter and only explanted the catheter near the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# n167123013 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type catheter pro duct ID 8703w lot# serial# (B)(4) implanted: (B)(6) 1998 explanted: (B)(6) 2021 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: n167123013, ubd: , UDI#: ; product ID: 8703w, serial/lot #: (B)(4), ubd: 02-mar-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2021-06-16 mpxr 849630 (con, hcp): information was received from the health care professional (hcp) via a company representative ( rep) regarding a patient with an implanted infusion pump received dilaudid (hydromorphone) with a concentration of 30mg/ml and a dose of 7.576 mg/day, and prialt/ziconotide with a concentration of 15mcg/ml and a dose of 3.788 mcg/day. It was reported that the hcp did a dye study during the eos pump replacement. He determined the catheter was not working and decided to replace with a new catheter with 8780 and also used 8784. The cause of the issue was unknown. The issue was resolve at the time of report, and patient status at time of the report was alive - no injury.